Manufacturer narrative:
The disposable raptor grasping device is intended to be used to grasp tissue and/or retrieve foreign bodies, excised tissue and stents during endoscopic procedures. The stent was confirmed to be in the correct position after the raptor was released; no further intervention was required. The lot number of the device subject of this complaint was unknown and the device was not returned to us endoscopy for evaluation. The instructions for use include the following statements: "the following conditions may cause the device to function improperly: advancing the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position, actuating the device when the handle is at an acute angle in relation to the sheath." Us endoscopy has offered in-service training to the user facility and the facility response is pending.

Event description:
The user facility reported during a stent positioning procedure, the raptor grasping device failed to release from the stent. The user facility cut the handle from the raptor device to free the stent and the procedure was completed. There was no report of harm to the patient or user.

Manufacturer narrative:
Subsequent to initial report, the user facility has declined the offer of in-service training on the usage of this device.